Event description:
It was reported that the impedance on the pace/sense lead has gradually increased from 900 to 2500 ohms and that the threshold has risen correspondingly from 1 to 3 volts. All other impedances are fine and no sensing issues have been noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.